Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd recykleen¿ sharps container, the sticker wasn't placed on the collector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review process was not performed due to the lot number was unknown. According with the photos the lack of label attached to the collector base was confirmed. As part of this investigation a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to this failure mode was already known and detected like an improvement opportunity, an automatic device intended to detect lack of label as well to reject the pieces out of the conveyor was installed in order to avoid or reduce the recurrences. Additionally, manufacturing process instructions (mpi) was updated and all personnel involve were trained in this improvement, the implementation was completed since (B)(6) 2018. However, the lot number it was not provided to determine if this issue come up before or after improvement action implementation. Conclusion: based on this investigation it was determined the root cause like a failure mode related to the manufacturing process.

Event description:
It was reported that before use of the bd recykleen¿ sharps container, the sticker wasn't placed on the collector. There was no report of exposure, serious injury or medical intervention.